Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a vt ablation. Upon interrogation several episodes of vf were noted. Review of the egm's showed undersensing on v sense amp that triggered vt. Programming changes were made. No further information is available.